Event description:
The customer stated that the device did not alarm and that the speaker was not working. No patient harm was reported.

Manufacturer narrative:
Pr #: (B)(4). A follow up report will be submitted upon completion of the investigation.